Manufacturer narrative:
Correction: it was initially reported that the date of event is (B)(6) 2020. The correct date of event is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, the valve strap was noted to be broken. Leak testing was performed, according to mentor procedure, and it revealed a tear in the posterior view, measuring approximately 0.8 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the implantation date was initially reported to mentor to be in 2007. New information received states that the implantation date is (B)(6) 2005. - the patient identifier is s.s.c. - the patient weight is 62 kg. - the patient age at the time of event is 42 years old. - the suspect medical device was the patient¿s right breast prosthesis. - the explanted device was replaced with a mentor smooth round moderate profile 350cc saline breast prosthesis. - the suspect medical device is a mentor siltex round moderate profile 250cc saline breast prosthesis, catalog #3542635, lot #266217, serial #(B)(6) UDI #(B)(4) PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 17-sep-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2020.